Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a damaged pigtail with broken pins. The service technician replaced the ventilator side lemo pigtail and the reported issue was resolved. The event trace review revealed inoperable (inop) conditions. As a pre-caution, the service technician replaced the main board. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the enve ventilator has a damaged pigtail. The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was able to be confirmed and duplicated in the laboratory setting.

Event description:
It was reported to vyaire that the enve ventilator has a damaged pigtail. The customer confirmed that there was no patient involvement associated with the reported issue.